Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: during investigation, the cartridge compartment was damaged near the threads. The returned cartridge compartment cap was able to attach to the pump. Unrelated to the original complaint, moisture was found behind the display. The audio bolus button cover was missing. A crack in the battery compartment was found below the bumper pad. A crack in the pump on the u-groove was found. The pump was powered on to a blank display with no auditory or vibratory features. The black box and pump history were unable to be downloaded. A leak test was performed and failed due to a leak in the audio bolus button, cartridge compartment, battery compartment, and the pump case. The pump cover was removed to find internal moisture in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the cartridge compartment was cracked/damaged and the pump contained moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.